Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that their pump was deactivated or turned off by their previous doctor. The patient (pt) stated the pump was inactive for over a year. Pt mentioned that they had a back surgery about 10 months ago and the surgeon 'tied it off' because they weaned themselves off the pump and the pump was empty for a while. Pt said they cannot find a doctor to remove the pump. Pt stated now the pump started to make a sound, like the empty sound 'like the end of the first batch'. Agent attempted to clarify the issue. Pt said the pump was beeping a single tone every 15 to 20 mins same as when their prior pump was empty. Pt mentioned that towards the end of life of the first 7 years, the beeping was consistent and the sound of their current pump was similar to their first pump agent reviewed sending an email for physician listings and redirected pt to their hcp to further address the issue. Agent did not ask for drug since pump was empty and inactive.